Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration for six (6) months due to unknown reasons. The explanted valve was replaced with a non-edwards valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d9, g3, h2, and h3,, and h6 (device code(s), and type of investigation). Product evaluation: customer report was of unknown reasons and could not be confirmed. X-ray demonstrated metal band around leaflet 2 was bent outward and minimal calcification on the host tissue overgrowth encroaching over leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect and moderate at the inflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around leaflets 1 and 2 and exposed the metal band on the inflow aspect; cut off sewing ring fragment was not returned. Multiple sutures remained attached to the sewing ring around the valve. A serrated mechanical damage mark was observed on the outflow surface of leaflet 2 near commissure 3.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (component codes, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.